Event description:
It was reported that during cases the monitor display will go blank, no audible alarm sounds, and the screen then displays an 'initializing or monitoring' message with only the 'monitor setup' tab visible. The device will then sound an audible alarm. There was no patient injury reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.